Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a balloon dilation procedure to treat esophageal stricture, performed on (B)(6) 2025. During the procedure, the balloon ruptured while pressure was being held at 6 atm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.